Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service went on site evaluated the suspect device. Checked o2 tubing from fitting to base and o2 solenoid no leak was found. The hissing noise might have came from o2 filter and orifice. The technician restated the orifice and filter, performed operational verification procedure and the unit passed all test and o2 concentration met factory specifications.

Event description:
The customer reported that the vela unit has internal leak. Audible leak from the o2 inlets. As of this time, there was no information about patient involvement associated with this reported event.